Manufacturer narrative:
The received information including the device log file provided basis for the investigation. It was reported that the power supply unit was suspected to be the root cause of the event. This could be verified by a draeger service technician on site and by the logged error entries. It can be confirmed that the device switched to internal battery operation on (B)(6) 2020 at 1:49 pm. A few minutes later the device restarted (reported by the customer as shut down) due to insufficient energy supply. This is accompanied by an acoustical alarm and the airway system is opened to ambient to allow spontaneous breathing of the patient. It can be concluded that the device behaved as specified to a detected deviation and alerted the user. Further received information indicates that the replacement of the power supply unit corrected the malfunction. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during use on patient, the device suddenly posted an alarm and shut down. No patient consequences.